Event description:
It was reported that while in cath lab, md began to insert catheter via left auxilary artery. As catheter reached aortic arch, md felt resistance. Catheter was removed and md noted catheter broke 5.5cm from balloon tip. Catheter was replaced. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed when eval is complete.